Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact on the customer's blood glucose level. Tandem technical support decided to replace the pump, advising the caller on receiving and setting up the replacement with updated software and instructed the return of the malfunctioning pump. Customer reverted to an alternative method of insulin therapy.